Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n257200009, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (dilaudid 15mg/ml at 6.5mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a lack of pain relief. A catheter dye study was performed and the hcp received less than 0.5 ml of  fluid back from catheter access port and there was an abnormal collection of dye around l4. The patient was being referred for a catheter replacement.